Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed, and the cause is determined to be use-related. The device was found not to contain three layers of tubing, but only two, leading to the conclusion that the device was a 4.2 fr broviac catheter repair segment instead of the catheter itself. Functional testing found the catheter leaked at the hole distal to the clamping sleeve during infusion but all segments were patent to infusion. Tactual evaluation found significant tensile weakness in the area of the hole. Various depressions were found within the clamping sleeve, and tensile weakness, also. Microscopic evaluation found the shape of the hole to be a very elongated ¿c.¿ the edges of the hole were well-defined. Measurements taken of the wall thickness of the broken tubing were within specification. The break appears to be due to a burst occasioned during use from overpressurization. The IFU states: ¿infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10 ml!¿ the provided lot number, huay1702, is not a valid lot number for this product.

Event description:
The facility reported that the hole in the patient's broviac catheter was discovered at home, when the patient received tpn feeding through the line. The patient was brought to the emergency department for repair. The line was successfully repaired with no apparent harm noted.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huay1702 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that the hole in the patient's broviac catheter was discovered at home, when the patient received tpn feeding through the line. The patient was brought to the emergency department for repair. The line was successfully repaired with no apparent harm noted.